Event description:
As reported by the user facility: after insertion, needle separated from hub. Addtiional info received from the facility indicated that as far as they are aware no harm was done to the pt. No further info is available.

Manufacturer narrative:
The actual device was returned to the MFR to be evaluated. The returned sample exhibited the catheter separated from the catheter hub. The catheter hub was attached to an extension set. The catheter was not returned. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. Although a lot number was not available, 25 unused samples, from a lot currently in b. Braun's inventory were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force specification. The sample and all available info has been provided to the actual MFR, b. Braun medical industries.